Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings: during investigation, a review of the pump¿s settings showed that the insulin on board (iob) duration was set 3.0 hours. A test was performed with a 2.75u bolus and an iob duration period of 3.0 hours. Immediately after the bolus was performed, the pump correctly displayed the 2.75u in iob on the status screen. After 3 hours, the iob status was 0.00u and was accurately reflected on the status screen. The iob feature was found to functioning properly during testing. The complaint was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board (iob) feature was not functioning as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.